Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine implantable cardioverter defibrillator upgrade, loss of sensing and capture was noted on the atrial lead, due to dislodgement verified through imaging. The lead was explanted and replaced.